Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service related to the complaint or service history. A complete quality notification review was not performed because the device was manufactured prior to july 1, 2004 ¿ the implementation date of the erp system. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4).we will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Before called in customer had replaced the (B)(4) on the door latch. Ask her were they crack or loose she said no hope that would resolve the issue. Explain to customer her problem is the ail sensor you can try and clean the inside of the sensor and also remove rear case and check the connectors sometime they get loose by the way the unit is handle on the floor. And if that does not resolve the issue then the ail sensor will need to be replaced and once replaced and you get the same issue you have to send unit in for repair. Customer also wanted to check if the unit is under a recall after complete the call I transfer customer to (B)(4) in recall to further assist her. (B)(4).